Manufacturer narrative:
On september 16 2020, mentor received additional information indicated that the date of event was on (B)(6) 2017. Patient has not set up for explant surgery yet, due to covid 19. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female who underwent breast augmentation revision with a mentor smooth round moderate profile 350cc saline prosthesis experienced left sided deflation post procedure. The doctor diagnosed the issue by virtual exam / photos that were sent to him. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.